Event description:
The customer contacted stryker to report that this device did not charge or deliver energy as expected and displayed the message "connect cable." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was found that the therapy cable was not properly connected. Reseating the connector lock of p14 of the therapy connector resolved the reported issue. Device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer.